Event description:
It was reported that the omega table lost vertical hold and the table top fell to minimum height instantly. No pt injury was reported.

Manufacturer narrative:
Ge healthcare investigated the vertical movement brake and found that the hexagon aperture of the friction disk was damaged, allowing the shaft to rotate without resistance. The main component of the brake that keeps the table from dropping is a friction disk that is clamped between two metallic surfaces. The table fall as due to a disk brake failure. Further investigation was done to identify the root cause which included cycling the disk with the brake permanently activated, as well as performing destructive tests which showed the resistance torque needed to damage the hexagon is 9 times higher than the torque needed for brake slippage. Based on the results of these tests, it was determined that the root cause was not due to repetitive shocks or brake design. The probable root cause is a disk failure due to brake manipulation. Brake manipulation may have occurred either when the brake mechanism was mounted by the supplier, or when the motor-brake assembly was serviced. The customer received a replacement brake. Ge healthcare plans to revise the brake-mfg inspection process, implement a design change of the friction disc brake in forward production, and correct affected units in the field.